Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data on the continuous glucose monitor graph was absent. Troubleshooting with tandem technical support was attempted but no additional information was provided. There was no reported impact to the customer's blood glucose level.